Event description:
A customer reported an issue regarding the inability to verify cracks on an original insulin cartridge. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to load a second, new cartridge, which they did successfully, allowing them to resume insulin therapy.